Event description:
Edwards received a report of a sapien m3 procedure in the mitral position in which an aneurysmal septum required lateral advancement of the guide sheath (gs) to gain left atrial (la) access. The gs appeared clear of tissue on 3d tee; however, embolization of air was observed due to the gs pulling against the lateral wall during gs aspiration and flushing. The air was noted after introduction of the gs into the left atrium and during subsequent guide sheath and dock steerable catheter (dsc) manipulation, approximately mid-procedure. Additional information was subsequently received from the field, during initial gs insertion, aspiration resulted in air and some blood while the wire and introducer were positioned across the gs seals. The first gs was removed and re-prepped. The interatrial septum was ballooned, and the gs was reinserted across the septum. When the reinserted gs was flushed and aspirated during wire and introducer removal, only air was obtained. The gs was then removed and exchanged for a second gs that was positioned laterally. During aspiration of the second gs associated with wire and introducer removal, blood was obtained; however, some air ingress was observed, and the septal wall was noted to be suctioned into the gs. When inserting the dock steerable catheter (dsc) across the gs seals, only blood was aspirated; however, the septum was still observed being suctioned. Shortly thereafter, bubbles were observed, and transient right coronary artery (rca) occlusion was noted on fluoroscopy, with a brief decrease in right ventricular function reported. The procedure continued following resolution of this observation.

Manufacturer narrative:
Health effect, impact code not available in dropdown: f11 non-serious injury/illness/impairment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.